Event description:
A critically ill child coded during crrt on a prismaflex. The machine was temporarily shut off and powered back up with recurrent "air in blood" alarms. The blood in the prismaflex m60 filter set was not returned, resulting in a blood loss of approximately 93 ml. A 93 ml blood loss for a (B)(6) kg patient is considered to be a significant blood loss. The cause of the arrest is not known. The patient was successfully resuscitated.

Manufacturer narrative:
The filter set was discarded and therefore not available for inspection. The review of the device history record of this lot and the complaint history files has shown that there were no nonconformities and no other complaints reported on this lot, which was consisted of 724 units. The device was used off label; instructions for use advises that the prismaflex m60 set should be restricted to patients with a body weight greater than 11kg.